Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -11.50/+2.5/094 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a lens two sizes shorter in length. The reporter stated " lens too big. Surgeon preference change." The problem was resolved.